Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that the hemodialysis (hd) patient experienced a cardiac arrest during treatment utilizing on a fresenius 2008t machine and required cardiopulmonary resuscitation (CPR) as a result. There was no specific allegation this event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. The report was confirmed upon follow up with the patient¿s hd registered nurse. The nurse stated the patient had multiple preexisting cardiac complications including arrhythmias. Prior to this event, the patient had met with their cardiologist and was scheduled for cardioversion. On the day of the patient¿s cardiac arrest, the patient was wearing a zoll lifevest wearable defibrillator (not a fresenius product) and was reportedly very ill prior to the hd treatment. The patient went into cardiac arrest 20 minutes after the initiation of the hd treatment and cardiopulmonary resuscitation (CPR) was performed by the dialysis clinic staff. Emergency services were activated, and the patient eventually had return of systemic circulation. The patient was transported to the hospital where they suffered an additional cardiac arrest and subsequently expired on the afternoon. There was no report the patient was actively undergoing an hd treatment on or around the time of the patient¿s death. Subsequent attempts to obtain additional information (e.g., patient demographics, medical history, end-stage renal disease [esrd] death notification, autopsy report and/or death certificate) have proven unsuccessful. It was reported in the intake the outpatient clinic did not believe there was any problem with the [hd] machine.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between hemodialysis (hd) therapy utilizing the 2008t hd machine and the patients cardiac arrest requiring cardiopulmonary resuscitation (CPR). A temporal relationship does not exist between hd therapy and the patients additional cardiac arrest in the hospital that led to their death. The etiology of these events remains unknown; therefore, causality cannot be established. At the time of this reporting there has been no report of a primary and/or secondary cause of death, end-stage renal disease (esrd) death notification, death certificate, autopsy report and no documentation detailing the evaluation of the suspect device. The 2008t dialysis machine cannot be excluded from having a possible causal or contributory role in the patients expiration, as there is insufficient evidence to conclude the root cause of these events. However, the chronic renal disease population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population, particularly for patients with cardiac related comorbidities. Based on the available information, there was no specific allegation, reported direct correlation or objective evidence a fresenius product deficiency or malfunction caused or contributed to this serious adverse event. Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.¿

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that the hemodialysis (hd) patient experienced a cardiac arrest during treatment utilizing on a fresenius 2008t machine and required cardiopulmonary resuscitation (CPR) as a result. There was no specific allegation this event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. The report was confirmed upon follow up with the patients hd registered nurse. The nurse stated the patient had multiple preexisting cardiac complications including arrhythmias. Prior to this event, the patient had met with their cardiologist and was scheduled for cardioversion. On the day of the patients cardiac arrest, the patient was wearing a zoll lifevest wearable defibrillator (not a fresenius product) and was reportedly very ill prior to the hd treatment. The patient went into cardiac arrest 20 minutes after the initiation of the hd treatment and cardiopulmonary resuscitation (CPR) was performed by the dialysis clinic staff. Emergency services were activated, and the patient eventually had return of systemic circulation. The patient was transported to the hospital where they suffered an additional cardiac arrest and subsequently expired on the afternoon. There was no report the patient was actively undergoing an hd treatment on or around the time of the patients death. Subsequent attempts to obtain additional information (e.g., patient demographics, medical history, end-stage renal disease [esrd] death notification, autopsy report and/or death certificate) have proven unsuccessful. It was reported in the intake the outpatient clinic did not believe there was any problem with the [hd] machine.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that the hemodialysis (hd) patient experienced a cardiac arrest during treatment utilizing on a fresenius 2008t machine and required cardiopulmonary resuscitation (CPR) as a result. There was no specific allegation this event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. The report was confirmed upon follow up with the patient¿s hd registered nurse. The nurse stated the patient had multiple preexisting cardiac complications including arrhythmias. Prior to this event, the patient had met with their cardiologist and was scheduled for cardioversion. On the day of the patient¿s cardiac arrest, the patient was wearing a zoll lifevest wearable defibrillator (not a fresenius product) and was reportedly very ill prior to the hd treatment. The patient went into cardiac arrest 20 minutes after the initiation of the hd treatment and cardiopulmonary resuscitation (CPR) was performed by the dialysis clinic staff. Emergency services were activated, and the patient eventually had return of systemic circulation. The patient was transported to the hospital where they suffered an additional cardiac arrest and subsequently expired on the afternoon. There was no report the patient was actively undergoing an hd treatment on or around the time of the patient¿s death. Subsequent attempts to obtain additional information (e.g., patient demographics, medical history, end-stage renal disease [esrd] death notification, autopsy report and/or death certificate) have proven unsuccessful. It was reported in the intake the outpatient clinic did not believe there was any problem with the [hd] machine.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.